Event description:
It was reported that during a meniscus repair procedure, the surgeon introduced the fast fix 360 into the meniscus once to deploy t1 implant, he then re introduced the device a second time but t2 implant did not deploy. There was no audible click. Both t's were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection was performed. The suture and t2 were returned. T2 was out of the deployment channel. Most of the suture was tucked into the depth gage tubing. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and a root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Factors that could have contributed to the reported event include issues related to handling or setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.